Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead had dislodged, however, it was not a complete dislodgement. The right ventricular (rv) lead impedance dropped to low and the r wave measurement decreased. The left ventricular (lv) lead had pulled back from it's original position. There was high threshold on the lv lead that caused phrenic nerve stimulation and diaphragmatic stimulation. The lv lead was reprogrammed and turned off. The ra lead, rv lead, and lv lead were repositioned and remain in use. No further patient complications have been reported as a result of this event.